Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: 8015 staying in maintenance mode. There was no patient involvement. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn:(B)(4) customer stated that when he turns on the 8015 it stays on maintenance mode. Case resolution: troubleshooting/ error codes\ I explain to the customer that his tamper switch was stuck in the back of the 8015. I also explain to the customer that he would need to replace that in order to correct this. The customer said ok and the call was ended.